Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient was hospitalized for fever due to infection and the device was removed because of lack of improvement. There was no additional adverse patient effects were reported. This lead was explanted.

Manufacturer narrative:
This supplemental is being filed to capture the additional information of the (a) patient information.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient was hospitalized for fever due to infection and the device was removed because of lack of improvement. There was no additional adverse patient effects were reported. This lead was explanted.